Event description:
This case was reported by a consumer and described the occurrence of soft tissue atrophy in a (B)(6) male patient who received super poligrip original denture adhesive cream ((B)(4)) once daily for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced soft tissue atrophy and soft tissue disorder. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. Consumer reported loss of tissue in both left and right shoulders and left and right arms. Follow-up was received on (B)(6) 2010 that upgraded the case to serious. The patient reported that he has muscle deterioration, low copper level and is not able to pick up anything while using super poligrip. The patient reported that he has used super poligrip for over 40 years applying it once a day to his bottom dentures. This case was assessed as medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).